Event description:
The customer reported that the device had a red x and was not recognizing pads and therapy cable. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported that the device had a red x and was not recognizing pads and therapy cable. No pt involvement was reported. The device and paddle set were evaluated at philips. The symptom could not be duplicated. However, electrical tape on the paddle wire was noted. The paddle set was replaced and the device was returned to the customer after passing all testing. We are considering this a malfunction. We cannot definitively determine the cause since the symptom could not be duplicated.